Event description:
It was reported that an unspecified malfunction occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted (almost 300 mg/dl). It was confirmed that the customer had alternate insulin therapy available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.